Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. Their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite following guidance to load a new cartridge and clean the pump, the issue persisted. Tandem technical support approved a pump replacement as the customer had already tried two new cartridges using proper techniques. The customer was instructed to return the RMA product.